Event description:
During an elective device replacement procedure, episodes of oversensing were noted on the old device. Technical support was contacted and also noted a loss of capture. Technical support recommended reprogramming the newly implanted device. The device was reprogrammed. The patient was stable.